Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. There was blood in the wire lumen. The protective tubing and product mandrel were received with the device. The stent was secure on the balloon between the markerbands. There were numerous hypotube and shaft kinks. The hypotube was separated 26cm from the hub. The fractured faces were oval as if kinked prior to separation. There was no damage noted to the tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 5.00mm x 16mm libert stent was advanced but was unable to cross the lesion. A few attempts were made to cross the lesion however the shaft of the stent delivery system was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.